Event description:
It was reported that during a training/demo of the da vinci system, there was an error 23013. There was no report of patient involvement. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the error occurred during the last hour of the tr-100 session, so the instructor from felt that the trainee surgeon had completed enough of the curriculum to be certified and end the training session.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The fse replaced both of the mtm's to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.